Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during the surgery it was found that this applicator is not loading the clips properly and also the alignment is not proper." Multiple attempts for additional information have been requested from the complainant have been unsuccessful at the time of this report.

Event description:
It was reported that "during the surgery it was found that this applicator is not loading the clips properly and also the alignment is not proper." Multiple attempts for additional information have been requested from the complainant have been unsuccessful at the time of this report.

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer. The manufacturer reported: "per customer provided information the DHR for the alleged defective medical device was reviewed and found complete without any irregularities. The alleged defective instrument was produced at the tecomet, inc. Kenosha, wl facility as part of a 50 pc. Lot in december of 2023 from lot number 06c2359393. It was found that this order was made from the correct materials and components, and all approved processes were followed. This instrument has not been returned for review or evaluation therefore we are unable to determine what may have caused the alleged defect or validate the alleged complaint. However, potential contributing factors may include improper handling or misuse at some point during its lifecycle. Even with proper handling, correct care, and maintenance; reusable instruments should not be expected to last indefinitely and should be replaced at any sign of wear and/or damage. Tecomet is closing this complaint since the device has not been returned within the established timeframe. Complaints may be reopened for further investigation should the device be returned at a later date. All instruments are visually inspected, and function tested prior to shipment to the customer as this is a standardized procedure at this fa cility for this product line. Due to these findings, no further actions will be taken in response to this complaint, and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature.